Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 270-27-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was open. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). The sample was filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 10 ml/h; actual: 0.0 ml in 1 h; 0.7 ml in 2 hrs; 36.8. In 13 hrs. Leakages were not detected during the test of the flow rate. A slow flow (as described by the customer) could be determined at the sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 270-27-s, without original packaging. In as received condition, clamp clip is closed and the original wing cap is not observed at the pump. Big top cap is opened and discofix cap is removed. Detected solution residue at filling port area. Visual inspection on complaint sample found filter paper is yellowish. Clamp clip is released. The complaint sample is working. No other deviation is observed. Analysis : complaint sample is tested with flow rate test. Flow rate test result showed flow rate of complaint sample is out of specification. Root cause conclusion : material - filter problem. Simulation has been conducted to compare the flow rate of 3 samples. Complaint filter + complaint pump (sample 1); complaint filter + new pump (sample 2); new filter + complaint pump (sample 3); new filter + new pump (sample 4) (control sample). Analysis: sample 1 (complaint filter + complaint pump) has the slowest flow rate among the 4 samples. The complaint pump has been filled several times, resulting in lower pressure. The complaint filter is potentially partially blocked (yellowish filter paper). The combined 2 factors are resulting in slowest flow rate among the 4 samples. Sample 2 (complaint filter + new pump) is faster than sample 1 as the pump is new. The complaint pump has been used for several times, resulting in lower pressure compared to new pump. However, sample 2 is slower than sample 4. Suspect complaint filter is contributing to slower flow rate compared to sample 4. Sample 3 (new filter + complaint pump) is faster than sample 1. Sample 3 is slower than sample 4 as the complaint pump has been used for several times, the pressure is lower, resulting in slower flow rate compared to sample 4. Sample 3 is faster than sample 1 potentially due to new filter was used. Conclusion: from the simulation, it can be concluded that the filter is partially blocked. However, the root cause of partially blocked filter could not be comprehended as the received sample is already contaminated (yellowish). Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): partial infusion, two consecutive days and withdrawal, it remains between 10 and 20 ml. Drug: azactam 9g in 230 and 210 ml nacl.